Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. The patient experienced a similar event the following day which is documented in medwatch 3003464075-2017-00008.

Event description:
A report was received on (B)(6) 2016 regarding a (B)(6) year old female patient receiving hemodialysis in center on (B)(6) 2016 who experienced hypotension, cramping, nausea and the need to void within the first 15 minutes of therapy. The treatment was ended and resumed using a different cartridge; however, the symptoms reoccurred. A saline bolus was administered and treatment was then ended. No medical intervention was required.